Event description:
It was reported that the touch screen display was missing pixels; preventing customer interaction with the graphics and text. Customer¿s blood glucose was around 210 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.